Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device was not yet at elective replacement indicator (eri).  Concomitant medical products: 4513, competitor implantable pacing lead, (B)(6) 2003; 4469, competitor implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) battery had depleted earlier than expected by the customer. Chronic high thresholds were noted for the left ventricular (lv) lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.